Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a protruded/loose drive support disk. The insulin pump's motor passed motor test. The insulin pump was received with a cracked display window corner,a cracked reservoir tube, a cracked reservoir tube lip, a scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.